Event description:
On (B)(4) 2012, a reporter for the lay user/ patient contacted lifescan (lfs) alleging the patient's onetouch ultrasmart meter read inaccurately high compared to her feelings/ normal blood glucose results. The medical surveillance specialist (mss) spoke with the reporter on (B)(4) 2012 and obtained the following information. The patient tests her blood glucose 7-8x daily and her blood glucose usually reads around '80-120 mg/dl.' The alleged issue began on (B)(6) 2012. It was reported the patient obtained blood glucose results of '295 and 259 mg/dl' with the subject meter. The patient manages her diabetes with humulin n insulin (12 units in the morning and 5-6 units at night) and humalog insulin (if blood glucose results are 250 mg/dl or higher). Due to the alleged result, the patient reportedly administered humalog insulin (amount not specified). About 10-15 minutes after, the reporter claims the patient felt symptoms of lethargy, had slurred speech and was shaky. The patient drank orange juice as treatment and felt better a few minutes after. The reported denied the patient tested on another device. At the time of troubleshooting, the customer care advocate (cca) noted the subject meter was set to the correct unit of measurement. The patient did not have control solution to perform quality control testing. Replacement products were sent to the patient. This complaint is being reported because the reporter claims the patient obtained an inaccurate high reading on the subject meter, administered treatment based on the alleged result, and reportedly developed symptoms suggestive of a serious injury after the alleged meter issue began.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.

Manufacturer narrative:
(B)(4) - device evaluation: the meter and test strips involved with this complaint has been returned and evaluated by lifescan product analysis on (B)(4) 2012 with the following findings: the meter has passed testing with no faults found. However, the test strip the vial desiccant had too much moisture and failed the thermogravimetric analysis (tga). If lifescan obtains additional information regarding this complaint, a follow up report will be submitted. At this time, lifescan considers this matter closed. The retain test strips were tested and they passed testing with no faults found.